Event description:
A ventilator was returned to the manufacturer for scheduled preventive maintenance and replacement of its bayonet neill-concelman (bnc) remote alarm/nurse call cable connector. The customer made no allegation of device or bnc remote alarm cable connector malfunction. There was no reported patient harm or injury. The ventilator was evaluated by the manufacturer and physical damage to the device's bnc remote alarm circuit check (plv-102 service manual, section 10.0, calibration and testing, part number 1004926). The center terminal of the device's bnc remote alarm connector appeared to have been pulled from its housing. Due to the remote alarm configuration of the ventilator (normally open), a damaged bnc connector would not permit the remote alarm to operate properly. The ventilator's bnc connector was replaced to correct the problem. The customer was contacted in an effort to identify how the ventilator's bnc remote alarm cable connector was damaged. The customer could not substantiate how the center terminal was damaged, but confirmed that during a visual inspection of the device he observed the diameter of the center terminal of the bnc connector was enlarged. The customer removed the ventilator from service following his observation. The manufacturer conducted a review of its adverse event database from 01/01/2006 to (B)(4) 2010 and confirmed there were no adverse events associated with bnc remote alarm cable connectors.

Manufacturer narrative:
Based on the available information and investigation results, the manufacturer concludes this event was caused by physical damage to the ventilator's bnc remote alarm cable connector. The manufacturer further concludes the component's design is adequate for its intended use and no further action is appropriate.